Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the three-way rotatable stopcock, (which was reported as bonded), started to leak. There were two occurrences of this event. The product was not changed out, there was minimal blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure.

Manufacturer narrative:
Terumo did not receive the actual device. The complaint was misreported; the connection at the stopcock is not bonded. The stopcock leakage may have occurred due to various factors. The stopcock may have been over-rotated by the user, causing leakage. The user may have made a loose connection at the stopcock, resulting in leakage. A third speculation is that the stopcock itself may have been defective. However, the root cause cannot be determined since a sample was not received. Terumo will monitor for future issues, and notify the customer that the connection at the stopcock is not bonded. The complaint will be included in associated awareness training. There have been reports of leaking stopcocks in other packs. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and follow up. (B)(4).